Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported impact to customer¿s blood glucose.